Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not start up. The fse conducted troubleshooting and followed the diagnostic steps, ultimately identifying a defect in the new pc intended for the large monitor. The part flex vision was returned for analysis, and the reported problem was not confirmed by part analysis. To resolve the problem, fse replaced the flex vision pc. After the replacement of flex vision pc, the system returned to use in good working order. The codes were updated based on the investigation outcome.